Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. Pump drug information was unknown. It was reported that the patient's pump was moving and the area around the pump was sore. The patient used to be able to touch her toes but now was unable to because the pump was in the way. Patient services reviewed that the patient's concerns were medical in nature and redirected the patient to their healthcare provider (hcp) to further address the issue.